Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016 with blood glucose of 580 mg/dl. Caller was requesting for a representative to come to the hospital to troubleshoot. Caller was advised that troubleshooting could be done by phone. Caller declined phone troubleshooting and requested for a representative to come to the hospital.